Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure, the mobile joint of the jaws broke and the forceps no longer functioned. Additionally, the account reported that no part of the device detached into the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the device jaws opened and closed within specification despite the bent needle condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint that the mobile joint broke since the returned device presented with a bent needle (the needle is the ergot/joint of the jaws). The most probable root cause for this failure is operational context as excessive force was likely applied to the device due to anatomical/procedural factors which limited the device performance. However, the reported failure of forceps no longer functioned was not confirmed as the evaluation found that jaws opened and closed properly. A review of the device history record (DHR) was performed; no anomalies were noted. This is no longer considered an MDR reportable event since the jaws were found to function properly.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure. According to the complainant, during the procedure, the mobile joint of the jaws broke and the forceps no longer functioned. Additionally, the account reported that no part of the device detached into the patient. The procedure was completed with another radial jaw 4 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.